Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A technical support specialist updated the ip address of the cabinet's network adapter in windows, restarted the cubex application, and attached the relevant knowledge article titled (medbank drawers, drawers are offline login message). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a message indicated that the drawers were offline, and the user was unable to log in to dispense tramadol 50mg tablets. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.